Manufacturer narrative:
Investigation shows that the implant design was segmented and designed as intended per the physicians's request the design was approved by the physician. The device was reviewed for mechanical strength and passed the requirements. Unrelated to this failure, restor 3d has since increased the solid core diameter on the central post for additional mechanical strength.

Event description:
Glenoid baseplate experienced a fracture at the post for central fixation.